Event description:
Procedure: laparoscopic oophorectomy. According to the reporter: during laparoscopic oophorectomy, the endo catch bag containing the ovary broke as it passed through the trocar. No other information can be provided by the account.

Manufacturer narrative:
(B)(4).